Event description:
The surgeon reported that during the procedure, a posterior capsule tear occurred. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 10/28/2009.